Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative reported the unit was left for 2 years in crate and left unplugged therefore the image acquisition system (ias) batteries required replacement. The batteries were replaced and the imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The suspect battery charger 1 was returned to the manufacturer for evaluation. Testing found that the board failed output testing and that a channel was outside of inspection parameters. The suspect battery charger 2 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation, and the medtronic representative has not inspected the system on-site, so no findings possible at this time.

Event description:
A medtronic representative reported that the imaging system charger boards were not functioning correctly and required replacement. This was reportedly after the system had been left in a crate for 2 years, without use. There was no patient present when this issue was identified. No additional details were provided.